Event description:
It was reported that the bd nano¿ 2nd gen pen needles 32g x 4mm cannula break off and the dog stepped on the loose needle on the floor. The following information was provided by the initial reporter: consumer reported pen needle after injection, needle broke away from hub, fell to the floor. Caller feels her dog stepped on the loose needle on the floor. The dogs paw is red and sore. Dog is not walking on this paw now.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles 32g x 4mm cannula break off and the dog stepped on the loose needle on the floor. The following information was provided by the initial reporter: consumer reported pen needle after injection, needle broke away from hub, fell to the floor. Caller feels her dog stepped on the loose needle on the floor. The dogs paw is red and sore. Dog is not walking on this paw now.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.